Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump keypad ok button is sticking and intermittently responding. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly to testing. The keypad was removed and there was no damage or contamination on the button contacts. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast and there was a crack along the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.